Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation. Surgical intervention was undertaken and (B)(6) 2024 and the left lead was replaced, and the right lead was moved to t9-t10.

Manufacturer narrative:
B3: event date is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.